Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage . (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 209 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The customer feels well and did not report any symptoms of high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/13/2017 and open vial date is 12/27/2016. The meter memory was reviewed for previous test result history (customer stated time is one hour ahead): (B)(6).

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 209 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The customer feels well and did not report any symptoms of high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/13/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (customer stated time is one hour ahead): a 142mg/dl, (B)(6) 2016 04:04 pm, fasting:yes. A 93mg/dl, (B)(6) 2016 03:27 am,fasting:yes. A 132mg/dl, (B)(6) 2016 05:06 pm, fasting:yes. A 128mg/dl, (B)(6) 2016 06:36 am, fasting:yes. A 132mg/dl, (B)(6) 2016 05:16 pm, fasting:yes.